Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The return device analysis identified a 3.8cm length separated portion of an unknown piece of plastic like material on the core 99cm proximal of the tip ball. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the non-abbott support catheter was being advanced over the guide wire interaction with the heavily calcified anatomy and/or interaction between devices resulted in the reported difficulty to position and the reported difficult to remove. Manipulation as the guide catheter was pulled with force resulted in the guide catheter separating leaving the distal portion on the guide wire (noted foreign material). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the lower leg. The 018 core guide wire was advanced in the lesion. A non-abbott support catheter was being advanced over the guide wire; however, the non-abbott support catheter became stuck and would not advance any further. An attempt to wipe and flush the support catheter was made; however, it would not move. The guide catheter was pulled with force and it separated leaving the distal portion on the guide wire. The separated guiding catheter and guide wire were removed as a unit. The procedure was successfully completed with a new 014 spartacore guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.